Event description:
It was reported that the leadless pacemaker (lp) dislodged to the pulmonary artery. The lp was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.